Event description:
Pt was a fall risk. The bed exit alarm was activated by the caretaker and a secondary fall alarm was placed on the pt. The pt slid out of the bed, the secondary alarm sounded, but the bed did not sound indicating that the pt was out of the bed. The bed was removed from service and the biomedical technicians checked the bed and found -91 pounds showed on the scale window when no weight was applied. The bed was zeroed and all alarms tested fine when the weight was removed. The pt experienced minor abrasions.